Manufacturer narrative:
No device deficiency was reported. Esophageal ulceration is a known potential adverse event associated with any cardiac ablation procedure.

Event description:
During pulmonary vein isolation (pvi) procedure performed to treat atrial fibrillation on (B)(6) 2021, the esophageal temperature probe noted several temperature rises while energy was delivered in the left inferior pulmonary vein (lipv). The procedure was continued and all four pvs were ablated. It was reported the patient had complained of pain while swallowing immediately following the procedure. On (B)(6) 2021, the distributor was informed the patient had developed an esophageal ulcer. Endoscopy determined the ulcer was located near the posterior wall of the lipv as was approximately 2 cm in diameter. The patient abstained from food for a week following the procedure and was then placed on a liquid diet. At last report the patient was being monitored.